Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 156 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data log corruption issue was verified, but the unexpected reset issue could not be verified. Additionally, a different issue was identified. H10.